Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.

Event description:
The customer reported that the insulin pump went into threshold suspend with a blood glucose level of 137 mg/dl and a sensor glucose level of 78 mg/dl. The customer also reported receiving false low alerts. Customer stated that she had been receiving calibration errors also. The customer was advised that the sensor would be replaced and agreed to return the products for analysis.